Manufacturer narrative:
A2: date of birth: 1979. E1: initial reporter phone: (B)(6). Device evaluated by MFR: the pe f-idc was returned for analysis. It was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached.

Event description:
Reportable based on device analysis completed on 19nov2025. It was reported that unable to advance in catheter and stretched occurred. The patient underwent pelvic endovenous isolation embolization located in the ovarian vein. A 5mm x 15cm pe f-idc was selected for use. During the procedure, when the third interlock was used to push forward, it was noted that the coil could not be pushed and deployed at the end of the bsc microcatheter. Several attempts failed, and when the coil was pulled back, the coil was stretched due to great resistance. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed an arm coil detached.